Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged insulin pump error on event date october 09, 2022. Insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump failed to pass the self test due to insulin pump error occurring during testing . Insulin pump failed to pass the active current measurement and sleep current measurement due to high currents. Insulin pump passed delivery accuracy test at 0.0871 inches. Insulin pump was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Insulin pump error occurred on october 08, 2022 07:58 pm -- 11:00pm in the history files and traces. Insulin pump error (variable 03) esf#na file#37 line#367 occurred on december 15, 2022 11:43 am in history files and traces. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, or force sensor. Unable to perform motor test due to moisture damage to motor. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broken belt clip rails, cracked case (battery tube), keypad overlay texture damage. Insulin pump error is confirmed due to being found in history files and due to moisture damage to motor. Insulin pump error is confirmed due to occurring during testing and cracked soldered joint at pin (02). Charge/battery lasts less than expected & unexpected battery power loss is confirmed due to moisture damage to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer had pump error alarm. Blood glucose value at the time of event was 163 mg/dl. Troubleshooting was performed and the customer reported while inserting a new battery, the pump alarmed error, the customer performed the same procedure three times and the pump continued to alarm error. The customer could not get out of alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.